Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the self test was failed. Customer's blood glucose value was 86 mg/dl. Customer stated that they getting errors but pump was not getting errors. The device will not be return for analysis.